Manufacturer narrative:
The insulin pump was received with blank display during act button press; the problem is isolated to the lcd board. The insulin pump has cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump display was blank. The issue persisted after battery changes. The blood glucose reading was 96 mg/dl. The insulin pump had not been dropped, bumped or exposed to moisture, and showed to signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and the display did not return. The customer was advised to remove the battery for 10 minutes and clean the battery cap contact and insert a new battery. The insulin pump alarmed for a battery out limit, the alarm was cleared, and the insulin pump went blank again. The display came back on about two minutes later but no menus were accessible. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan.